Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. The instrument was placed on an in-house system and passed intuitive motion testing. Failure analysis investigation found that a piece of the ceramic sleeve at the distal end of the instrument was broken off. The broken piece was not returned with the instrument. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken ceramic piece, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the permanent cautery spatula instrument would not manipulate properly. There was no report of fragments falling into the patient. No patient harm, adverse outcome or injury was reported.